Event description:
A patient reported since implant urinary symptoms were not improving. The patient stated sometimes symptoms may improve a little and then they go back to not improving. The patient worked with the manufacturer representative (rep) and healthcare professional (hcp) to change programs and settings, but nothing helps. The patient stated they did not know if the ins was on or off. The patient stated she had a stroke prior to implant so sometimes she forgot. The patient noted they had back surgery on (B)(6) 2016 and patient the ins off. The patient noted in (B)(6) 2017 a rep turned the patient¿s implantable neurostimulator (ins) back on and felt something poking on the right butt cheek. In (B)(6) 2017 the patient felt four shocks when amplitude was raised. During the call the patient confirmed the ins was on. The patient increased stimulation and stated she felt stimulation at the implant site. The patient decreased stimulation. It was noted the patient had no improvement in urinary symptoms, poking sensation on left butt cheek, feeling 4 shocks when increasing, and they felt stimulation at the implant site. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va13hcj implanted: (B)(6)2016 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient no longer needed their patient programmer because they had their lead and ins removed because it never worked for them, it worked for their bowel. It was also reported that it was not in the right place and it was placed on their ischial tuberosity instead of their bladder and it made them constipated. It was also reported that it interfered with the nerve in their buttocks and felt like they had peripheral neuropathy in their buttocks. Patient stated they had the device re-stationed, reprogrammed several times and they could never get it to work. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient on 2017-may-03. The patient reported that the implant was still not helping their symptoms. The patient stated that they increased stimulation but did not feel it. The patient had since increased it further to 3.9 v and still did not feel it. The patient noted that they had been taking ditropan for over 10 years and found it affected their memory. The patient noted that they had not pressed the ins off button after adjusting. The patient stated that their most recent appointment was last month and that they had another appointment in 3 months. No further complications were reported or were expected.